Manufacturer narrative:
Device is not distributed in the united states but is in the same family of devices as distributed united states.

Event description:
It was reported that the second t, t2 was not deployed.

Manufacturer narrative:
Device investigation narrative - one used and two unopened fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessments of the used device showed no ts or suture remain on the insertion needle or were returned for evaluation. The actuator is in its t2 post deployment position indicating a complete deployment. The needle is bent. The two unopened devices were tested for proper deployment using a rubber meniscus model. Each device functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time. (B)(4).